Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument blade (white) piece came out of the jaw housing and flops around. The instrument was just opened when noticed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sycnhroseal instrument was analyzed and found to the cut electrode dislodged from its original location. The cut electrode was hanging out in the jaws. There was no material missing. The root cause is attributed to component susceptibility to damage. Additional observation related to customer reported complaint: the instrument was found to have a completely missing jaw cover. The missing jaw cover measured roughly 0.6005" x 0.2995". There are no signs of thermal damage present at the end of any tears. The complaint regarding, the blade (white) piece came out of the jaw housing was confirmed by failure analysis.